Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73a2000296 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
Issue reported: the hemolock purple l applier 544995t and clips 544240 were being used in an emergency appendectomy and one of the clips broke on the hinge splitting the clip into 2 pieces - I was informed that the surgeon only found half of the broken clip. I was informed of this incident whilst running a weck ligation staff in service and the scrub nurse in the procedure, informed me of the incident that had happened. The incident was not reported to the theatre num, the broken clip was not retained for inspection and I cannot confirm the status of the patient. I have contacted the surgeons, rooms and spoken with her practice manager.